Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips remote service engineer (rse) spoke to the customer and provided information on how to set the parameters. The customer emailed back stating the parameters are correct and they are alarming as expected. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that unit is not alarming any lows or high lows. The device was in use on patient at time of event; there was no adverse event reported.